Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient reported that they went to their doctor's office at emory to have their ins checked and were told that the ins had been turned off since the end of february. The patient did not know why the ins was off. The patient thought they had been charging the ins every other day, but their doctor said they weren't charging it because they could see the ins battery was dead during that time. The patient added that they had not felt stimulation since the end of february, and yesterday was the first time they felt stimulation since then. The patient added that they had a seizure as well, but they could not remember when the seizure occurred. The patient stated that their doctor provided them with a handset and wireless recharger (wr), but since friday the patient had a difficult time getting the wr to pair with the handset. During the call, agent had the patient open the recharger app and they saw the 'recharger is inactive' message screen. Agent had the patient power on the wr and place it over their ins. The wr was already paired with the handset and the patient could see that the ins was charging (ins charge level was 75%) and therapy was turned on. Agent reviewed that the equipment was working correctly. The patient did not require further assistance. The patient stated that their managing hcp retired, so they have been seeing a physician's assistant.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Product ID wr9200 (serial: (B)(6); product type: 0213-recharger; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.